Event description:
Customer reported an erroneously low white blood cell (wbc) count was obtained for a pt with an extremely high wbc count. This event occurred when using the coulter lh 750 hematology analyzer. Erroneous tests results were not reported outside the laboratory. No reports of death or serious injury, and no effect to pt treatment as a result of this event.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this incident and recovered within acceptable limits. Service was not dispatched for this incident. Review of the data against the software algorithm indicates that software version 2d would have flagged the wbc count with an "r" flag. Note: "r" flags indicate the operator should review the test result per laboratory's procedures. This analyzer was at software version 2b2. Root cause was not determined, however, the laboratory had a procedure in place to ensure the sample was diluted and retested. Correct results were obtained and reported. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.